Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 145 mg/dl.